Event description:
Customer reported the cufflator needle is resting at 70mm. Also that there is some damage on the face plate. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: eval of the returned product found the needle pointer is at 78mm. The needle does move when the inflation bulb is squeezed, but the pressure does not hold. When the release button is pressed the needle resets to 78mm instead of zero. The perflex face plate has damage and is chipped on the edge. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation and extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).